Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported the patient was on impella cp support and the patient had red urine on support. The pump was repositioned and the patient's urine color started to clear. It was reported that there was organ damage and continuous renal replacement therapy (crrt) was started. Prior to explant, the doctor stated that an MRI would be done after explant of impella. Upon follow up with physician, they stated that the ¿MRI showed a stroke¿. Treatment for the stoke is unknown however it was noted that the patient was stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the stroke, hemolysis, renal failure has been completed. Data logs were reviewed which confirmed pump was in improper position corresponded with the time in clinical description hemolysis was reported that triggered alarms impella position in ventricle/aorta. No other issues were found on the logs. Pump was returned for analysis. Visual inspection found no issues on the pump. The root cause of hemolysis was most likely due to pump was not in the proper position as per clinical description, hemolysis was resolved after repositioning of the pump & no issue was found on the pump under visual inspection. The root cause of the renal failure and the stroke could not be determined without additional details.